Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : date of event, describe event or problem, report source other, FDA notified? Additional information : concomitant med prod data, report source, if other specify, imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that clinical engineering and nursing were attempting to duplicate the issue of infusions running faster than programmed. This set of devices did infuse faster than programmed during the duplication attempt. Manufacturer on-site representative was unable to replicate the event. Initial preliminary visual inspection of the device by on-site representative found no obvious defects. There was no patient involvement as this was done in the clinical engineering department and not in patient care area. A copy of the customer's medwatch was received from the FDA which stated "a 27-cs01614 bd/alaris 8100 pump (B)(6) and controller 27-cs04161 (B)(6). Simulated over infusion. Pump was set to 2 ml/hour but ran at 500 ml/hours. Reference reports: mw5146091, mw5146092"

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinical engineering and nursing were attempting to duplicate the issue of infusions running faster than programmed. This set of devices did infuse faster than programmed during the duplication attempt. Manufacturer on-site representative was unable to replicate the event. Initial preliminary visual inspection of the device by on-site representative found no obvious defects. There was no patient involvement as this was done in the clinical engineering department and not in patient care area.